Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Max svc defib impedance steady and within range up to week ending (B)(6) 2010. Increased to 992 ohms w/e (B)(6) 2010, stays elevated between 940ohms and 1130 ohms through w/e (B)(6) 2010. Min svc impedance stays within range until w/e (B)(6), varying between 60 and 800ohms through (B)(6). Other impedance channels are steady and within range. Sensing - no anomalies found. Noise - no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead's impedance was increasing and the patient alert was activated due to high impedance. There was a further report of a gradual increase in the svc (superior vena cava) coil impedance to high levels. The lead remains in use, but the physician turned the svc portion off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but product analysis found that the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular lead's impedance was increasing and the patient alert was activated due to high impedance. The lead is still in use. No patient complications have been reported as a result of this event.